Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for thumbpress broken for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that a broken thumb press was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plunger rod broken, stated that the thumb press is broken off."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. F.10. Device codes: 2588, 1354. H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9105576. Customer states that the thumb press is broken off. Both returned syringes were examined and one sample exhibited a broken thumb press and one sample exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9105576. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Thumb press complaint: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to the broken thumbpress defect was found. Root cause for this defect cannot be determined. Hub separates complaint: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to the hub separates defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that a broken thumb press was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plunger rod broken, stated that the thumb press is broken off."

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken thumb press was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plunger rod broken, stated that the thumb press is broken off."